Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The balloon was able to be inflated to rated burst pressure and deflate with no issues or irregularities. Product analysis did not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.